Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test and there was a motor error alarm during the basic occlusion test due to faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, and displacement test. They were unable to perform the occlusion test and no delivery test due to the prime anomaly. The pump had a minor scratched display window and a broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer was priming the insulin pump and he got a compromised force sensor system alarm. Caller stated that insulin was squirting out of the pump. Customer's blood glucose was 246 mg/dl at the time of the incident. Caller stated that the customer's blood glucose was coming down and that the pump was not dropped or bumped prior to the alarm occurring. Caller stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.